Event description:
The nurse hung a new 250ml bag of heparin in the late morning with the patient's PICC line cap/tubing change. New tubing was used per policy. At this time, the heparin infusion was dual nurse verified. Approximately 2 hour later, the nurse noted the heparin bag to be near empty. The heparin infusion volume ordered and programmed in the pump was 5.89ml/hr. The nurse paused the heparin infusion and notified the provider and the charge nurse. Nurse drew an unfractionated heparin level and paused the heparin infusion pending the lab result. The nurse then removed the original pump and tubing from the patient's room. Pump noted to be infusing a significantly larger volume than programmed and shown on pump. Patient monitored overnight.